Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for heat and noise was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the bearings were affected by a debris of the bearing stop.